Event description:
The pt reported experiencing elevated blood glucose of up to 500 mg/dl in 2009. The pt does not believe the infusion device properly delivers insulin. The pt's normal blood glucose level is 120-240 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.